Event description:
It was reported that a continu-flo single chamber blood solution administration set was found to have a hair inside the tubing. This was identified before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation, however two pictures were provided. Inspection of the photos identified a hair wrapped inside the blood chamber filter raw material, confirming the reported condition. The assignable cause of the nonconformance was determined to be defective raw material from the supplier. The supplier was notified of the nonconformance and a request was made for the supplier to implement corrective actions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. The customer reported condition was not confirmed and the root cause was not identified.